Event description:
It was reported that during a low anterior resection, the circular stapler did not fire properly. The surgery was delayed by 60-minutes. Another cdh stapler was used to complete the anastomosis. No fragments were generated. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: could you please provide more details for "stapler not fired properly"? Staple pins did not come out as per surgeon. Where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Surgeon said they fired as they regularly do. Did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Staples were not seen as per surgeon. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? As usual. How was it confirmed that the anvil was free from the tissue prior to removing? Confirmed by surgeon. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Dr. (B)(6). Who removed the device? Dr. (B)(6). Was the safety reset prior to removal? Yes. What was the users experience with the device? Had to use another device post managing the partially fired device. Was there any patient consequence as a result of the procedure being prolonged? No the anastomosis was repeated using another circular stapler. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the patient is fine as per surgeons.